Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during the procedure. The device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. It is unknown how the case was completed. No known patient injury.